Event description:
The customer reported the replogle tube has malfunctioned and the dimensions of the tube in length and diameter have been found to be incorrect and different to existing supply of replogles. Tube would not facilitate drainage and the end of the suction lumen was very short and splitting with the insertion of a three way tap at the suction end to allow connection to the drainage bag/system. The blue vent lumen is also of a different caliber than existing supply and difficult to flush saline thru with high resistance noted and poor drainage. The hospital has not reported any patient issues.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 2333105764 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Forty (40) devices were provided for evaluation. Dimensional and functional testing was completed, and the reported conditions were not observed. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.